Manufacturer narrative:
Investigation summary a 2000e-04 sample was not available for investigation; however, the customer confirmed that the occlusion was identified whilst connected to a luer slip syringe. Additional information provided by the customer confirmed that no flow restriction was identified if the syringe was disconnected and reconnected to the smartsite. No further information related to the make and model of the connecting syringe was available in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116580 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. However in this instance without the connecting syringe it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 set in the past 12 months.

Event description:
It was reported that the smartsite needle-free connector had flow issues/blockage during use. The following information was provided by the initial reporter: "the lot number corresponds to a connector which did not work with a slip tip syringe. It seems that the first time the connectors are used there is no flow, but if syringe/giving set is disconnected then reconnected it appears to then flow."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector had flow issues/blockage during use. The following information was provided by the initial reporter: "the lot number corresponds to a connector which did not work with a slip tip syringe. It seems that the first time the connectors are used there is no flow, but if syringe/giving set is disconnected then reconnected it appears to then flow."